Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Ceramic head fragmented.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Ceramic head fragmented for several times.